Event description:
It was reported the customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform a series of steps, including disconnecting the tubing, and delivering boluses to address the issue. These steps were confirmed to resolve the alarms, and the customer was advised to replace supplies as necessary and continue with insulin therapy.